Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code indicating the battery voltage is too low for remaining capacity. A memory download was performed which confirmed the fault. The fault appeared to be caused by a discrepancy between the expected net charge taken from the cell and the actual net charge. This data does not suggest the device is currently experiencing a rapid depletion. However, engineers discuss the battery status indicators will be incorrect. Engineers note this could have been caused by an intermittent high current condition which was present longer than one year ago, resulting from a hardware anomaly. Subsequently, the device was explanted and replaced. The device has since been returned and is currently undergoing further analysis. No additional adverse patient effects were reported other than the device replacement procedure.

Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.